Event description:
Information received indicates there is no audible bed exit alarm at the bed.

Manufacturer narrative:
The technician removed the cover from the piezo and the audible alarm started to work.